Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on gastric stapling, there was reinforcement material used in conjunction with the stapling device. The stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. A new load was opened and fired without incident to complete the case. There was no patient injury.